Manufacturer narrative:
The explanted device was not returned to bsc for analysis as it was discarded by the hospital.

Event description:
It was reported that a patient fell and the spacer partially dislodged in the spine. The patient had reported feeling increased pain after the fall. The patient underwent an explant procedure where the spacer was removed.